Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that this is not a bsn patient. The revision procedure was a procedure wherein the competitors device was replaced with bsn devices.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.